Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bun/urea on a cobas c 503 analytical unit. The sample initially resulted in a urea value of 14 mg/dl. The patient had a historical value of approximately 154 mg/dl, so the customer repeated the sample. The sample was repeated, resulting in a value of 126 mg/dl.

Manufacturer narrative:
The urea/bun reagent lot number was 906116. The reagent expiration date was requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
Calibration was acceptable. Data was provided for only one control level and this was within specifications. A review of alarm trace data showed abnormal aspiration alarms occurring from 07-feb-2026 to 18-feb-2026. The investigation could not identify a product problem. The cause of the event could not be determined.